Event description:
It was reported that the patient's recently implanted left ventricular assist device (lvad) was the likely source of electromagnetic interference (emi), affecting recent readings of another of the patient's devices. The representatives were questioning emi vs dampening. Investigation showed multiple readings on 20may2026 with low pulse pressure. Little to no respiratory variation was noted in the readings and prolonged periods of flat waveform at times were seen. Readings 13may2026 and 19may2026 had similar issues. Emi was suspected to be affecting the readings, but dampening could not be conclusively ruled out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.